Event description:
Customer states the etco2 connector is broken. No reports of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.